Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during a procedure performed thirteen days prior (patient age, gender and weight are unknown). According to the complainant, a post operative x-ray was performed, and it showed that the ptfe coating had peeled inside the patient. The complainant indicated that the guidewire had been inserted twice during the procedure. A pre-scheduled secondary procedure was utilized to remove remaining device fragments. Procedure successfully completed with "another unit" (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed "missing pebax at the bumper tip." The evaluator noted that approximately 3mm of pebax was missing from flare section and the corewire was not fractured. The cause of the reported malfunction is undetermined.